Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they discrepant results for one patient sample tested with the hba1c assay on a cobas c 503 analytical unit. The sample initially resulted in an hba1c value of (B)(4). A new sample collected from the patient had an hba1c value that triggered a laboratory delta check alert based on the result from the complained sample. Due to this, the sample was repeated. The complained sample was repeated, resulting in an hba1c value of (B)(4). The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The field service engineer was unable to duplicate the issue. The probe and rinse adjustments were checked. The customer repeated the patient sample and the results were acceptable. No specific data was provided. The customer ran calibration and controls. The investigation is ongoing.